Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: ddmc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high superior vena cava (svc) defibrillation coil impedance. The patients implantable cardioverter defibrillator (ICD) and leads were extracted at the time of open heart surgery for a myectomy. No patient complications have been reported as a result of this event.